Manufacturer narrative:
Evaluation summary: the analysis site per the service manual performed calibration and test and during testing the unit gave the error 1 code, confirming the customer complaint. The analysis site replaced the main pcb to correct the customer complaint. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
The event was reported that the generator gave an error 1 generator error, power offset cal error, with nothing attached to the generator. No patient involvement occurred. One device to be returned for analysis.